Event description:
Performing central line audits and noted that two different y site ports were leaking excessive amounts of tpn [total parenteral nutrition] despite presence of green alcohol cap. Y sites marked with tape and tubing to be saved for materials once it is taken down per unit policy. [Date redacted] collected sample. [Date redacted]. Emailed [redacted]. [Date redacted] mailed on ups trk# [united parcel service tracking number] [redacted]. Lot number unknown, but the lot number in the bins in the clean supply room at the time was r23j05062, considered "companion lot" by baxter. Manufacturer response for IV tubing, (brand not provided) (per site reporter). [Date redacted] collected sample. [Date redacted]. Emailed [redacted]. [Date redacted] mailed on ups trk# [united parcel service tracking number] [redacted].